Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the procedure the camera head had a clarity issue. The procedure was completed by using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that during the procedure the camera head had a clarity issue. The procedure was completed by using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was inspected onsite by field service engineer and the device was found to be working as intended. The device was not returned to olympus for detailed inspection and the reported failure was not confirmed. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was inspected onsite by field service engineer and the device was found to be working as intended. The device was returned to olympus for detailed inspection and the reported failure was not confirmed. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the procedure the camera head had a clarity issue. The procedure was completed by using the same set of equipment. There were no reports of patient harm.